Manufacturer narrative:
Additional information received on 13 june 2016 and includes: the surgeon replaced the screw only. X-rays are available. On (B)(6) 2016 it was confirmed that the screw was loose. On 24 june 2016 the medical affairs director performed a clinical evaluation and commented as follows: insert screw loosened in a cemented tka one year after implantation. This complication has been reported, the causes leading to it could not be determined, the most likely is that the screw had not been properly tightened during primary operation, but no statement in this sense can be made. In this case, the screw has been replaced at revision, and therefore it can be assumed that the articular surfaces have been visually inspected and proved to be undamaged, therefore no clinical consequence should be expected. Batch review performed on 05 july 2016. (B)(4). On 06 july 2016 it was prepared a final report with the information included into this report. On 07 july 2016 it was sent to the initial reporter and the case was closed.

Event description:
The patient came in complaining of knee pain. The surgeon plans to revise the screw and possibly the insert.